Event description:
Boston scientific received information that one day post implant, this right ventricular (rv) lead revealed high pacing thresholds and a loss of capture (loc) for an unknown duration. An x-ray was preformed and suggested a perforation occured, however this could not be confirmed. A revision procedure was performed and during the removal of the lead showed an in-motion curve suggesting that the rv lead could have been placed in the sinus coronarius. The lead was removed and replaced with a competitor lead. No additional adverse patient effects were reported. The lead was discarded at the hospital.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.